Event description:
It was reported that the screw broke when the surgeon inserted the same in the tibia. All broken pieces were removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Information added.

Manufacturer narrative:
Six pieces of varying sizes from a 7x30 biorci ha screw were returned for evaluation, confirming the reported breakage. Dimensional assessment is prohibitive due to its condition. The condition of the screw indicates it was subjected to excessive force during insertion. The starter must be utilized with the biorci-ha screws to minimize screw breakage during insertion. Further investigation is warranted at this time.